Event description:
Customer reported low blood glucose symptoms with result of 84 mg/dl obtained on the performa system. Customer self treated by eating bread; she also administered 4 units of unknown insulin. Customer self treated with bread and sugar and her low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.